Event description:
It was reported that the physician tried to advance the intra-aortic balloon (iab) through the 8 fr super arrow-flex (saf) sheath which was in the pt's femoral artery. The physician was unable to get the iab through the saf sheath. The physician then removed the saf sheath and iab and replaced the saf sheath with a 9 fr sheath from their stock. A second iab was successfully inserted through the 9 fr sheath. The cath lab coordinator stated that the physician and the scrub technician confirm proper prep of the iab catheter prior to the insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. The amount of time that there was a delay in therapy is unk. The pt outcome is "unk."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.